Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which indicated that two cutters were not cutting during the pars plana vitrectomy procedure; however, they were aspirating. The issue was resolved by replacing the product.

Manufacturer narrative:
A review of the related device history records (DHR) indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. One sample was returned for evaluation. The complaint sample was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. The initial test was deemed nonconforming, due to the cutter not fully closing. A retest showed the cutter was able to actuate and close the cutter in the port. An initial actuation test failure occurs sometimes due to surgical material causing the cutter to become lodged against the needle from its surgical use. Additional testing will dislodge the material and the probe will then work properly. This test is then considered conforming. Aspiration testing was performed and deemed conforming. Cut test was performed and deemed nonconforming. The cut movement was choppy and did not always cut completely. The probe was disassembled and the components inspected. There was approximately 30 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. The complaint evaluation does confirm the probe cutter was not initially functioning and the cut performance was poor. The aspiration performance met specification. The most likely root cause for the poor cutting and initial actuation failure appears to be from the device being reused. The probe evaluation indicates that probe had been used for approximately 30 minutes, which contradicts the complaint information that the probe was brand new. Both the initial actuation failure, the choppy cutting, and visual inner cutter wear suggests the probe that had been used more than its typical less than 20 minute vitrectomy time period. The poor choppy cutting is from a worn inner cutting edge or from foreign material impeding the movement of the cutter shaft, which is the reported complaint issue. No action is being taken for the complaint as the probe has exceeded the useful life of the probe. An investigation is also being performed to better understand the reason for the high level of probe complaints and identify actions to reduce the number of occurrence of complaints. All probes are also 100% inspected for actuation, aspiration, and cut during manufacturing. The end user must also remember that the probe is a single use device and is not recommended for reuse. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A retina consultant reported the cutters were non-functional. Aspiration presence is unknown. There was no report of patient harm. Additional information and product samples have been requested.